Event description:
Patient presented to the physician with an infection at the chest incision site. Physician brought the patient into the operating room and removed the entire inspire system. Prior to closing the chest pocket, physician flushed the area with an antibiotic solution.